Manufacturer narrative:
The three additional proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional ablation procedure. Reportedly, there was no blood flow coming from the marker lumen when the devices were positioned in the anatomy with four proglide devices. The marker lumens had been flushed successfully prior to use with saline. The sheath was upsized to a 10f sheath and the ablation procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.